Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's revision surgery on (B)(6) 2016, was aborted. After the old leads were removed, the patient began coughing excessively and the physician aborted the case. The ipg was left in the pocket for future use.